Event description:
It was reported that the bd syringe plastipak 5ml s/su plunger rod was broken/damaged. The following information was provided by the initial reporter translated from portuguese to english: "syringe has broken plunger.".

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: sample and photo received by our quality team for investigation. Through visual inspection, damaged plunger is observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, possible root cause is associated with poor positioning of the transfer disk, and due to the speed of the assembly equipment it was not noticed by the operator.

Event description:
Additional information: could you send photos/videos of the product showing the deviation? Follow the image as requested, but it was not clearly visible. Is the sample available for analysis? If yes, please answer: yes. Info for sample collection received. Is the sample contaminated? If yes, which substance? Yes, I don't know. Customer sent to us the information below. Was the reported incident noticed before, during or after use? Before use. If during use, was there any impact on the patient/professional? No. What is the notification number to anvisa? 2023.11.002588.